Event description:
Information was provided that the tip of the hnr4.0-35-65-p-8s-vcf catheter broke off when it was being inserted into the iliac artery of the patient. The device was removed in its entirety. The surgeon provided additional information on 02/24/2015 stating that the hnr4.0-35-65p-8s-vcf catheter broke over the stiff wire at the aortic bifurcation. The patient did not require any additional procedures nor experience any effect due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.